Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was 549mg/dl at the time of the incident. The high was treated with a manual injection and declined troubleshooting for the high reading. Troubleshooting resolved the issue and the display returned. The customer also stated that they've received no delivery and battery out limit. Troubleshooting for no delivery was performed. The customer stated that their blood glucose was over 500mg/dl when no delivery alarms began. The customer stated that they were reporting a past event and that the issue was resolved by changing the infusion set and reservoir. The customer was advised to monitor insulin pump. The customer called back the next day and reported that they no delivery alarms persisted. Troubleshooting was performed. The customer stated that they have tried all remedies. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.